Event description:
It was reported that after the intra aortic balloon was inserted in an elderly male pt, the pump's system error 6 with subcode 7 alarmed. The pt was transferred to another pump with no complications.